Event description:
The customer reported that the probe leaked.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One physical sample was received for investigation. The device was evaluated and the reported condition was not observed; the balloon was inflated with water and no leak was detected anywhere on the component. Corrections made to brand name, manufacture's name, and UDI.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue. If a sample is received at a later date, this complaint will be reopened for further investigation.